Event description:
Pir - overinfusion resulting in death. Biomed called in 3 pirs. On (B)(6) 2010, a male pt had 3 outlook 300 pumps hooked up to him infusing dibutomine, saline & amiodarone, they did not know which serial was infusing which medication. There was an overdose resulting in the pt's death. Facility did a root cause analysis and they do not feel the pumps were the cause of the overdose and they believe it was user error. Facility stated they were just doing their due diligence in having the pumps checked out.

Manufacturer narrative:
A review of the pump's operational log shows that this pump was the one infusing amiodarone. The eval is on-going. A f/u report will be initiated after the completion of the eval.